Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging difficulty breathing sob. No medical intervention was specified by the patient. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Manufacture observed that the outside of the unit had some wear and tear and located a minimal amount of beige dust or dirt contaminate and fiber or hair contaminate on the outer panels, surface cracks and crevasses, ui knob, in and around the air inlet area, in the air inlet canal, around the sd card slot area, around the modem area, and in and around the outlet port. During internal investigation, the unit found a light to moderated amount of beige dust or dirt contamination on the top of the blower box, near the air intake area, and in the blower box chimney. Manufacture found a small piece of non-foam black contaminate on the rear of the ui panel and removed the blower box lid to find that the bower and internal blower box area contained a very small amount of beige dust or dirt contaminate. Just above and around the outlet of the blower box, manufacture located a very light amount of potential keratin contaminate. The inside of the lower enclosure contained a light amount of small fiber or hair contaminate. The p4 connector housing has some minor discoloration. Manufacture used the fitt (foam integrity test tool) tool per fitt document to test the sound abatement foam for degradation and breakdown. No sound abatement foam degradation or breakdown was observed. Manufacture is unable to address the complaint or symptoms of difficulty breathing and was not able to confirm foam degradation or breakdown.